Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator turned the cycler off and did not perform rinseback, resulting in an estimated blood loss of 190cc. The pt received a blood transfusion sometime after the event due to a low blood count following routine monthly testing. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the system alarm cannot be determined. No similar alarms have been reported subsequent to this event. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. Occasional alarms are expected during dialysis and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review alarm recovery and rinseback procedures with the operator. Nxstage medical considers this report closed. No additional info will be provided.